Event description:
The customer reported on (B)(6) 2014 her blood glucose and insulin history. At 5:25 am the pod was deactivated and she noticed the cannula was kinked. There was no blood noted in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns "test results greater than 250 mg/ml mean high blood glucose (hyperglycemia). If you get results over 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose).